Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user believed the ilet algorithm had maladapted, resulting in higher meal doses than expected and a subsequent low blood glucose event. The user reported having cystic fibrosis and medication-related higher glucose levels, as well as perceived increased insulin sensitivity. The user also reported recent education regarding meal announcements and avoiding announcements for very low-carbohydrate intake. No device malfunction was reported, and no alarms occurred beyond expected low-glucose alerts. The user reported hypoglycemia with a nadir of 45 mg/dl and denied loss of consciousness or other acute sequelae. The low blood glucose event was self-treated with oral carbohydrates. No medical intervention or hospitalization was reported. Investigation included complaint intake review, user education regarding appropriate meal announcements, and assessment of use conditions relative to algorithm behavior. Investigation of this case revealed low blood glucose associated with use conditions and user-reported changes in insulin sensitivity and meal dosing expectations, without evidence of device or component malfunction. Based on previously established findings for similar reports, the cause was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.